Event description:
It was reported that when using the bd pyxis¿ es server machines were not communicating, and nurses were unable to find patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that station was back up and running fine. The customer asked to monitor the device, and no further issues were reported. The system functioned as intended after the technical support specialist investigated the issue.